Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bariatric procedure involving the abdomen the scrub tech was unable to remove the needle from both suturing devices and both times the needle broke in the jaws of the device on the back table. The needle was bending or the jaws were misaligned somehow so they could not close the jaws and could not release the needle. The users used a needle driver to try to force the needle out, breaking it, because they could not align and close the jaw to release the needle.